Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl, bupivacaine, and morphine drug via an implantable pump for spinal pain indications for use. It was reported that back in (B)(6) he went to get the pump filled. The patient stated that he went to the hcp four times as the site was black and blue and was oozing out of the incision site. The site was infected, and he ended up going to the hospital. The patient stated that he went to the hospital and (B)(6), he pulled pump out and cleared the infection up and 11 months cleared the infection up. The patient had to wait 60 days to fill the pump. The patient went 11 months without a pump before they put the new one in.